Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Corrected data: h6-health effect- impact code: "4629" should be removed and code "4627" should be added. H6-health effect- clinical code: "2137" should be added. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.50/+1.5/089 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens and the problem was resolved. The cause of the event was unknown.